Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure in the liver on (B)(6) 2012. According to the complainant, during the procedure, once the device was inserted into the liver the needles were attempted to be deployed; however resistance was met. The device was removed from the patient and it was noted that the needles were bent. The device was put to the side and another device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found that found the array to be retracted and the cannula to be bent near the distal tip. Through functional testing, slight resistance was noted due to the bent cannula when attempting to extend and retract. The array tines were found to be evenly spaced and un-deformed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure in the liver on (B)(6) 2012. According to the complainant, during the procedure, once the device was inserted into the liver the needles were attempted to be deployed; however resistance was met. The device was removed from the patient and it was noted that the needles were bent. The device was put to the side and another device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) the reported event: electrode needle bent. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.